Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device was intact. The customer stated problem was not confirmed. The device's delivery accuracy was running at three different tests, all of the test were found to be in factory specifications for accuracy. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device failed the flow test. No patient injury was reported.